Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 183 mg/dl and went to the hospital for assistance. Customer stated that the insulin pump gave him .9 units and he is having a hard time getting a good a1c. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.